Event description:
I had a medtronic spinal stimulator, model 37713, implanted on (B)(6) 2010 at (B)(6). Dr. (B)(6) being the surgeon. Two days later, (B)(6) 2010, I was told I could get out of bed. As I started to log roll over, I received a shock from my neck, down both legs and into both feet. I pressed the nurses call button and they came within 3 minutes to check on me. They didn't know what to do, so after observing for about 25 minutes and not knowing what to do, I asked them twice to pass me the hand control to the stimulator which was in its box on a chair by my bed, but they didn't. Twice, I also asked them to ring (B)(6) who was the scrub nurse and settings regulator for the stimulator. She was contacted but was not immediately available. She would be at least another 45 minutes I was told. As I was in such excruciating pain from the continual shock, pain level 10/10, I took matters into my own hands to turn off the stimulator. When I was finally able to reach the box, I found the stimulator was in the off position. I had to turn it to the on position to actually turn it off. Immediately the shock stopped, but for many hours later, I was tingling from my neck to both feet. How did I get a shock from an electrical device that was turned off unless it was faulty? The surgeon ordered an x-ray but the head nurse discharged me on (B)(6) 2010 without it being done. As I was still in pain, I returned to accident and emergency at (B)(6) a few days later where I had an x-ray which showed a copious amount of fluid around the wound and also the wires had moved. For the next three months I was in continual pain. My feet were permanently swollen, my right leg developed varicose veins, I couldn't sit in a chair or lay on my bed due to the swelling around the stimulator site. On (B)(6) 2010, I had surgery to have the stimulator re-positioned, but as there was still lots of fluid, dr. (B)(6) removed the device and I was discharged on (B)(6) 2010. The following day, I returned to the hospital as the surgery site had swollen, and I was in bad pain again. I was placed in isolation, because of infection but released on (B)(6) 2010. Ever since I had the stimulator implanted, received the shock from it, I have been in constant pain. I cannot stand or walk for more than a few minutes at a time, I have not been able to work or have a relationship. Not only did I have to go up in a shoe size, I still cannot wear socks as the pressure on my swollen legs is excruciating. In my opinion, I have been left in a worse state than before I had the surgery. If you need further information, I have all my hospital records which I am more than happy to share with you.